Event description:
The dental implant fx4810mlc was removed on (B)(6) 2018 due to insufficient primary stability 15 days after implantation. The doctor indicated local infection during the surgery. The patient has history of hypertension. The patient recovered without complications.